Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2012. According to the complaint, during the procedure, the balloon was inflated to 19mm without any difficulty; however when the balloon was inflated to 20mm the balloon burst. It was reported that no pieces detached inside the patient and it was confirmed that there were no sharp objects in the area of dilatation. The balloon was able to sufficiently dilate the stricture before it burst. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.